Manufacturer narrative:
The technician replaced the head section gas springs to repair the stretcher.

Event description:
Info received indicates the head section is difficult to move and is not going down completely.